Event description:
A ventilator was returned to a third party service center for eval.

Manufacturer narrative:
During the eval of the device at a third party service center, a failure of the device internal battery was observed. The device's internal battery was replaced to address the issue.